Event description:
Customer called to report the insulin pump alarmed for button error during the bolus process. Blood glucose reading was 295 mg/dl. The customer did not recall any significant events leading up to the alarm. Customer had been wearing the insulin pump inside her bra. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corner. All buttons functioning properly. No button error alarms noted. Moisture damage was noted on keypad traces.